Event description:
On 6/28/94, pt was being given an MRI of spine of pinched nerve. The test was almost finished when something went wrong. She states that she felt burning on the inside of her body. The burning continued down to her right arm and then to her throat. She said the machine started to go on the blitz and the right side of the film came out funny. Co said that the machine could not cause any burns; the problem would dissipate. She was taken to an internist. The radiology department, closed the MRI down and sent the remaining pts home. The next day her husband noticed that her glands were enlarged and a round spot on her throat. At that time, she began to pass blood in her urine. A dr diagnosed that she had electrical burns internally, and she was told to drink plenty of water. Other symptoms exhibited were lesions on abdomen, broken blood vessels on her breast, tiny little pinheads, extremely red throat, gums inflamed and neurological pain.